Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The blood glucose levels were 434 mg/dl at the time of incident and current blood glucose was 524 mg/dl. The customer did experience the symptoms such as nausea. However, customer was treated for their insulin and syringe. Customer stated that insulin was exited at the quick release. Customer did not allege pump was under delivering. Customer was not calling back to perform a high pressure test. Troubleshooting was done for high blood glucose. The customer did not return the insulin pump back for analysis.